Event description:
It was reported that prior to starting a da vinci surgical procedure, the staff reportedly observed a broken cable on the fenestrated bipolar forceps instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found one grip was bent, where a .014 offset at the tips was observed, thereby causing side to side misalignment of grips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating the likely cause of bending was due to overloading at the tip. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.